Manufacturer narrative:
Plant investigation: the device was not returned. The serial number is not available, a search of the devices history could not be performed clinical investigation: although a temporal relationship exists between the liberty select cycler and the patient¿s peritonitis event; there is no documentation that indicates a liberty select cycler malfunction caused or contributed to this peritonitis event. Based on the available information, the source for the patient¿s peritonitis is most likely associated with a breach in aseptic technique during pd treatment. Should additional information become available, this clinical investigation will be updated accordingly.

Event description:
It was reported this patient on continuous cycling peritoneal dialysis was feeling ¿full and tight¿ and there were some concerns for potential overfill with the liberty select cycler. However, during follow-up with the peritoneal dialysis nurse it was reported there was no overfill event but in fact the patient had peritonitis. On (B)(6) 2018, the patient was seen in the outpatient peritoneal dialysis clinic and peritoneal dialysis effluent culture was obtained which revealed growth of gram positive clusters (organism unknown). The patient was treated with unknown antibiotics and is reportedly doing much better. Per the peritoneal dialysis nurse, the patient¿s peritonitis event was related to a breach in aseptic technique whereby reportedly the patient disconnected and then reconnected during treatment approximately 3 weeks prior.